Manufacturer narrative:
Additional information: b5, h4, h6, h11. Correction: d4 expiration date (update to n/a). B5: the event was observed during patient infusion. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set large bore stopcock extension set leaked. The set leaked blood out of the stopcock. The volume of blood loss was not reported. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.